Manufacturer narrative:
Reviewed DHR for lot 20111218 and found no discrepancies. If customer returns product for analysis, report will be updated.

Event description:
User reported that they found cracked 800cc hydrophobic canister lids. Crack is in the area where the hydrophobic filter is located. No patient consequences.